Event description:
It was reported that during a hysterectomy the jaws of the device jammed close and would not open. New device opened. No apparent harm - reached patient/person, inconvenient. There was no patient consequence.

Manufacturer narrative:
Pc-(B)(4). Batch #: v95c2x. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2022 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslx137c device was returned with the distal guide weld broken. Upon visual inspection to the device it was observed that the ground wire was broken at the distal guide area. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactivate". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen three time. The jaw was unable to cycle open and close. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on how the distal guide weld got broken. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.